Event description:
Information received from legal: it was reported that plaintiff alleges the right rejuvenate hip implanted on or about (B)(6) 2011 failed causing pain and elevated metal ion levels, which required revision surgery on (B)(6) 2017.

Manufacturer narrative:
This event was identified in the scope of ra2012-067 and will processed under quarterly submission for e2013004.

Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not returned.

Event description:
Information received from legal: it was reported that plaintiff alleges the right rejuvenate hip implanted on or about (B)(6) 2011 failed causing pain and elevated metal ion levels, which required revision surgery on (B)(6) 2017.